Event description:
Medtronic received information that at an unspecified time, this hms plus instrument was failing quality control. Use of instrument was unspecified. There was no adverse patient effect reported with this event. Service spoke to the customer over the phone and no errors were alarming. Customer was advised to clean the heating block and try a different lot number of cartridges and controls. This is not a mechanical issue. Referred customer to ben smith. No further action required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Service spoke to the customer over the phone and no errors were alarming. Customer was advised to clean the heating block and try a different lot number of cartridges and controls. This is not a mechanical issue. Customer was referred to the biomed for instructions. No further action required. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.